Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 5 - pressure out of range) occurred with multiple cartridges during the load process. Reportedly, the customer was following the prompts on the pump and was filling the cartridges at the appropriate time. Blood glucose was 180 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.